Event description:
Reporter indicated that pt was not receiving efficacy with vns therapy and had experienced an increase in seizures above pre-vns baseline levels. Diagnostic testing was performed and yielded results within normal limits, indicating proper device function.